Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, chronic pain and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol sepramesh ip (device #2). Additional emdrs were submitted to represent the bard/davol sepramesh ip (device #1) and bard/davol ventralex mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient was implanted with a bard/davol sepramesh ip. It is alleged that on(B)(6) 2011, the patient was implanted with the product in the course of an incisional hernia repair surgery. It is alleged that further to the patient's implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence, necessitating further reparative surgery which occurred on 17-aug-2011 where a bard/davol sepramesh ip was implanted. It is alleged that subsequent to the surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence which resulted in the patient requiring various additional surgeries. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the patient experienced severe pain and suffering, including chronic pain. The patient has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care. Attorney also alleged that the device was defective. Note: the patient was also implanted with a ventralex hernia patch and claim of adverse patient outcome has been made against the device.